Event description:
Would not come out of the injector, and in other cases the scrolls became stuck together. This prevented proper placement, forcing the surgeon to open multiple malyugin rings during a single procedure. All defective devices from this lot were tossed.